Event description:
A wand handpiece with a bonded 30-gauge 1/2" needle was used to preform a dental injection. The user assembled the handpiece and attached it to the drive unit. The user acknowledged "bending" the needle prior to placing the needle to preforming the injection. The injection was successful. Upon removal of the handpiece from the patient's mouth the needle separated at the needle/hub interface. User confirmed the location of the needle fragment within the soft tissue and removed it without injury to the patient.

Manufacturer narrative:
In the operators manual, under basic operation, it states to not bend needles during use. The operator admitted to bending the needle. This is an improper use of the equipment. This event was caused by the operator error and not due to an equipment flaw or malfunction due to design. No action by the manufacturer is planned at this time.